Manufacturer narrative:
Accutron requested and received the unit subject of the event for evaluation. The unit was tested and found to be operating according to specifications. The ultra pc% flowmeter user manual states (2), "patient should always be closely monitored during nitrous oxide use. If patient has an adverse reaction, reduce or stop the flow of nitrous oxide as needed. The o2 flush button can be used to rapidly purge the lines of n2o. If patient does not show signs of quick recovery, remove nasal mask and treat with pure oxygen from either the o2 resuscitator fitting or an auxiliary oxygen tank using a demand valve, oxygen assisted manual resuscitator, or equivalent. Call for emergency assistance if rapid response is not achieved." No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure involving the ultra pc% flowmeter while nitrous oxide was administered the patient appeared overly sedated and excited. The patient was administered 100% oxygen and fully recovered. The procedure was completed successfully.